Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fluoro function pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to svc.

Event description:
The customer reported the system failed to boot up. There are no reports of pt injury or death associated with this event.